Event description:
It was reported by service report that the customer alleged that the stretcher would not lower and the jack was stuck raised.

Event description:
It was reported by service report that the customer alleged that the stretcher would not lower and the jack was stuck raised.

Manufacturer narrative:
The previous MDR initial report was sent without the PMA/510(k)#. (B)(4).